Manufacturer narrative:
Permobil received report alleging the device having powered up and initiated a drive command without physically being performed by the end-user. The device was evaluated by both permobil representatives and local service provider in efforts to determine possible cause. Evaluation found the device to be fully operational with no apparent electrical, mechanical or physical deviations or damages that would lead to involuntary activation or movement of the device. Review of the system event log did not record any events that would potentially lead to involuntary movement. Based on the results of device evaluation, permobil is unable to confirm a failure having occurred rendering a determination as to root cause unobtainable. No corrective actions can be taken to address this reported event as a product malfunction could not be identified or confirmed. Device has been returned to the end-user and is being utilized with no further issues being reported. As an act of good will and to re-instill client confidence, permobil has offered to replace the device with new. Current device will be returned to permobil for further evaluation. If any new information is obtained as a result of the evaluation, a supplemental follow-up report will be submitted. The DHR was reviewed and device was found to have met specification prior to distribution.

Event description:
End-user reported while reaching into a motor vehicle with both hands over the right hand side of the seating, claims the wheelchair unexpectedly powered up by itself and initiated drive without physically being given a command. This alleged action reportedly caused the device to accelerate into a parked vehicle causing the end-users right leg to impact against a trailer hitch resulting in an injury requiring medical intervention.